Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states at 17165 hours, the unit has no power up alarm and is making a squeaking noise.